Manufacturer narrative:
The revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and femoral loosening could not be determined as the devices were not returned for evaluation.

Event description:
As reported, approximately two years post initial left tka, the 53 y/o male patient was revised due to patella wear and delamination. The patient was revised to exactech devices a size 5, 15 mm tibial insert. The femoral component was also revised to size 5. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays received. The devices are not available for evaluation due to the devices were disposed at hospital.

Manufacturer narrative:
Section d10: concomitant products logic cr femoral por, left, sz 5 (cat# 02-010-04-0250 / serial# (B)(6)). Logic tib insert impl crc, sz 5, 11mm (cat# 02-012-51-5011 / serial# (B)(6) - recall# z-0021-2022). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of a weakened biologic integration of the femoral component at the bone-implant interface which led to aseptic (non-infected) femoral loosening. The image of the tibial insert showed minor third body wear but was largely unremarkable for an implanted device with no evidence of volumetric wear. Localized damage was noted on the patella likely secondary to high in-vivo pressure from insufficient superior patellar resection. However, the extent and root cause of the prosthesis wear, osteolysis, and femoral loosening could not be determined as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.